Event description:
It was reported by svc report that the track belt on the stair chair was broken. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Track belt.